Manufacturer narrative:
As reported, the capsure device deployed multiple fasteners at the same time. The subject device is said to be available, however has yet to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. This MDR represents the capsure device (device #2). Additional MDR was submitted to represent the capsure device (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure when surgeon tried to fixate the 3dmax mesh using capsure fixation device (device #1), the device deployed multiple fasteners at a time, and some were not properly fixed. It was reported that the surgeon opened the second capsure device (device #2) and experienced a similar scenario. It was also reported that the deployed multiple fasteners were removed from the patient's body and the procedure was completed using another fixation device of a different brand. There was no patient injury. This file represents device #2.